Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet screen cracked after a fall, rendering the touchscreen unusable and necessitating device replacement. Symptoms included no reported adverse clinical effects. Outcomes included the patient reverting to backup therapy and continuing cgm use via the dexcom app or receiver. Investigation included complaint intake, verification of shipping details, replacement logistics, return instructions, and data handling guidance and inspection of the returned device. Investigation of this device revealed damage to the display assembly consistent with accidental physical impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.